Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. There was no patient consequence associated with this event. A new lot of reaction vessels that was not affected by the newly manufactured resin was shipped to the customer. The customer indicated no further issues were noted.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).